Event description:
Additional information was received that the next time the patient was interrogated remotely, the impedances were at 55 ohms. There will be no intervention at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. To date, no adverse patient effects have been reported.